Event description:
On 11/10/67, rptr had bilateral mammoplasty. She has since had adhesions, inflammation of vagina and bowel, unexplained bleeding of vagina and bowel, ulcerative colitis, basal cell carcinomas (9) and breast cancer. These eventually lead to hysterectomy, colectomy with ilioanal pullthrough, mastectomy and breast reconstruction. There was questionable rupture of left implant when it was explanted. (*)